Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with 250cc mentor smooth round moderate plus profile saline breast implant experienced left-sided implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 05, 2023, mentor received additional information. The patient reported that the issues were happening with the right breast and not the left breast as previously reported. As such, the serial number was updated to 5803524-062. The catalog and lot numbers are the same for the previously and currently reported devices. Additionally, she observed a bubble in her right breast. Manufacturer¿s reference number: (B)(4).